Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer reported that a calibration was performed on the involved unit and the reported issue was resolved. The customer stated that the unit is functioning with no problems and was placed back into service.

Event description:
The customer reported that this 3100a high frequency oscillating ventilator (hfov) was intermittently dumping pressure followed by a shutdown of the driver when the set mean airway pressure was set to 7-8 cmh2o. The upper alarm settings were appropriate but the drive would shut down sometimes after stopping and starting the driver. The customer stated that there was no patient involvement associated with this reported issue.